Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hypokalemia, acute gastroenteritis, dehydration, gastroenteritis, breast tenderness and breast fibrocystic change. (B)(6) 2012: impression: essure device is within both fallopian tubes with complete tubal occlusion. Previously administered products included for an unreported indication: bactrim and implanon. Concurrent conditions included sinus infection. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic orhyper sensitivity reaction: rash"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti's"), female sexual dysfunction ("apareunia"), depression ("psychological or psychiatric problems: depression;"), dermatitis ("rashes or skin conditions: dermatitis"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition: anemia"), nausea ("nausea;"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition/gastro reflux") and alopecia ("hair loss.") And was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced gastritis ("reduced stomach lining"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, mood swings, menorrhagia, vaginal haemorrhage, dermatitis allergic, urinary tract infection, female sexual dysfunction, depression, dermatitis, migraine, anaemia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia and gastritis outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, depression, dermatitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, gastrooesophageal reflux disease, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion date reported as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. Event added: reduced stomach lining. Event- gastro intestinal disorder updated to gastro reflux. Medical history and historical drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hypokalemia, acute gastroenteritis, dehydration, gastroenteritis, breast tenderness and breast fibrocystic change. (B)(6) 2012: impression: essure device is within both fallopian tubes with complete tubal occlusion. Previously administered products included for an unreported indication: bactrim and implanon. Concurrent conditions included sinus infection. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic orhypersensitivity reaction: rash"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti's"), female sexual dysfunction ("apareunia"), depression ("psychological or psychiatric problems: depression;"), dermatitis ("rashes or skin conditions: dermatitis"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition: anemia"), nausea ("nausea;"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition/gastro reflux") and alopecia ("hair loss.") And was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced chronic gastritis ("reduced stomach lining"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, mood swings, menorrhagia, vaginal haemorrhage, dermatitis allergic, urinary tract infection, female sexual dysfunction, depression, dermatitis, migraine, anaemia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia and chronic gastritis outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, chronic gastritis, depression, dermatitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion date reported as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hypokalemia, acute gastroenteritis, dehydration, gastroenteritis, breast tenderness and breast fibrocystic change. (B)(6)2012: impression: essure device is within both fallopian tubes with complete tubal occlusion. Previously administered products included for an unreported indication: bactrim and implanon. Concurrent conditions included sinus infection. In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic orhypersensitivity reaction: rash"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti's"), female sexual dysfunction ("apareunia"), depression ("psychological or psychiatric problems: depression;"), dermatitis ("rashes or skin conditions: dermatitis"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition: anemia"), nausea ("nausea;"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition/gastro reflux") and alopecia ("hair loss.") And was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced gastritis ("reduced stomach lining"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, mood swings, menorrhagia, vaginal haemorrhage, dermatitis allergic, urinary tract infection, female sexual dysfunction, depression, dermatitis, migraine, anaemia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia and gastritis outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, depression, dermatitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, gastrooesophageal reflux disease, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion date reported as (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: reduced stomach lining. Event- gastro intestinal disorder updated to gastro reflux. Medical history and historical drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("allergic orhypersensitivity reaction: rash"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti's"), female sexual dysfunction ("apareunia"), depression ("psychological or psychiatric problems: depression;"), dermatitis ("rashes or skin conditions: dermatitis"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition: anemia"), nausea ("nausea;"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, mood swings, menorrhagia, vaginal haemorrhage, rash, urinary tract infection, female sexual dysfunction, depression, dermatitis, migraine, anaemia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion date reported as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Aka name added, patient demographic added, essure insertion date and removal date added, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), vaginal pain, mood swings, rash, uti, apareunia (inability to have sexual intercourse), depression, dermatitis, migraines, anemia, nausea, nickel allergy; dysmenorrhea (cramping); dyspareunia, vaginal discharge, fatigue, weight gain, gastrointestinal disorder, hair loss. Events onset date, events severity and lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.